Manufacturer narrative:
A service quote was previously sent to the customer for approval on march 9, 2026. The customer accepted the quote on march 31, 2026, and the authorized service provider (asp) ultimately replaced the battery for repair, after which the issue was resolved. Once the replacement battery was installed, the asp ran the device in normal settings for 20 minutes on alternating current (ac) power and 20 minutes on battery power without any issues. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by an authorized service provider (asp) on the v60 indicating that a 1124 "battery failed" alarm error occurred. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. An authorized service provider (asp) evaluated the device and found that the 1124 "battery failed" alarm error was logged in the event log. According to the v60 service manual, the 1124 "battery failed" alarm error indicates that when the power management (pm) printed circuit board assembly (pcba) detects a battery error, the ventilator continues to ventilate, and the battery charger turns off. A service quote consisting of the replacement battery and pm pcba was sent to the customer for approval. The investigation is ongoing.